Event description:
It was reported that the monitor cart cable plug housing on the stenoscop system was loose. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Tightened the housing around the monitor cart cable plug. The system was tested and found to be working as intended and placed back into service.